Manufacturer narrative:
(B)(4).

Event description:
A consumer reported they had a revision on (B)(6) 2015 for the establishment of two electrode parts for low back pain. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.